Manufacturer narrative:
Additional information has been requested. Once the investigation has been completed any additional information will be reported in a supplemental report. Same patient event as MDR 9610622-2011-00141, MDR 9610622-2011-00143.

Event description:
The pharmacist and risk manager at the hospital reported, "because the patient felt pain, the surgeon decided to remove the nail and it was found broken. The locking screws were also found broken." The surgeon had difficulty extracting the nail.